Event description:
The customer reported continuous problem with ECG leads noise and unable to view heart rates. A user report was received related to a reported product problem which is currently being investigated. At the time of reporting, the device has not yet been returned for investigation. Further updates will be provided when the device is received, and the investigation is in progress.

Manufacturer narrative:
This report is based on information provided by philips repair service quest international personnel and has been investigated by the philips complaint handling team. Philips received a complaint on the tempus pro indicating that there is ongoing problem wit ECG leads noise. The customer is unable to view heart rates and would like to send in for bench repair. The complaint was escalated for technical investigation and the results indicate that the units ECG readings are very erratic. Based on the information available and the testing conducted, the cause of the reported problem was confirmed. To correct the issue ECG board got replaced. Calibrated nbp, co2, and touch screen the data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. The device was operational after repairs were completed. The investigation concludes that no further action is required at this time.